Event description:
It was reported that the customer had passed away. The customer's blood glucose at the time of death was unknown. The last time the blood glucose was recorded in the meter or in the insulin pump was on (B)(6) 2014, but the value was not provided by the caller at the time of the phone call. The customer had cancer. The cause of death was acute respiratory and renal failure and lymphoma. The customer was not wearing the insulin pump at the time of death and was off of the insulin pump for approximately nine days. The customer was disconnected from the insulin pump and the sensor while they were in the hospital. The customer was disconnected from the device on (B)(6) 2014. The caller confirmed that the cause of death was not related to the insulin pump. The customer was hospitalized due to cancer and had not been using the insulin pump as of (B)(6) , 2014. The caller stated that they were not able to return the insulin pump at this time. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.